Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 pocket c3 was failed to open. A field service engineer replaced the old-style inseparable with the new-style inseparable, but the issue persisted, then replaced the drawer sensor, followed by the position sensor, and both attempts failed. Next, the fse replaced the pyxibus module control board and rebooted the system. After rebooting, the fse verified operability in the hardware test application and completed the test successfully, launched the application, which allowed customer to recover and access station, tested functionality, and the system operated successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie failed, and drawer 7 pocket c3, which contained tramadol, was unable to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.